Event description:
Per the clinic, the patient received no benefit from the device leading to device non-use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to explant the device. There are no plans to re-implant the patient with another cochlear device as of the date of this report.